Event description:
It was reported that the patient had required intervention for high blood glucose levels. The patient's blood glucose levels reached over 250 mg/dl. The patient reports being unable to activate a pod due to receiving a hazard alarm on their controller. The patient went to their doctors office where they received manual insulin shots. The patient was at their doctors office for 2 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned being unable to activate pods due to system errors. Investigation of the device log files from the complaint device confirmed the generation of multiple system error alarms. The 188 in all three error codes indicates a crosscheck verification failure where information between the pod and controller did not match. The logs showed that the first system error alarm was caused by the pod attempting to imply a continuous glucose monitor (cgm) ID when none were active. The subsequent two errors were caused by the pod forcing a no cgm state. The log show that the cgm that was paired encountered an unrecoverable error, indicated by estimated glucose value readings of -5. The logs show that the pod was no longer receiving estimated glucose values in the 39 to 401 mg/dl range after this error occurred. Logs show an attempt to deactivate the cgm, but the deactivation was soon after remitted. The logs continued to show a state of the cgm being in warm-up after this deactivation, however the controller was no longer sending a cgm ID to the pods. The first system error occurred shortly after this cgm deactivation and remission. During testing of the controller, the first pod that was attempted to be paired generated a system error alarm at the end of activation. Review of the debug logs confirmed the cause to be the same reason at in the production logs. The sensor type was switched to no sensor and a pod was able to be activated. This pod was deactivated and the sensor type switched back to dexcom g6. A pod was able to be successfully activated with no system errors generated. The exact cause of the cgm issues and subsequent system errors could not be determined.